Manufacturer narrative:
The initial reporter indicated that the event was not device-related, but it was highly probable that is was related to the implant procedure. The pt was subsequently discharged, but the discharge date is unk.

Event description:
Pt had the device implanted (B)(6) 2013 and experienced post-operative left pleural effusion and infection causing tachypnea and hypoxemia. He was treated with bipap, o2 and antibiotics. There was no drop in hematocrit and no chest tube needed.